Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer experienced an issue where drawer 6 became jammed and failed to open.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 was jammed. A field service engineer (fse) found rail damage on auxiliary 6 after someone had kicked the legacy full height drawer closed, which damaged the rails. The station was shut down, the broken legacy full height drawer was replaced, the cubies were removed, a new full height enhanced drawer was installed, and the cubies were reinserted. The station was then rebooted. The system functioned as intended after the field service engineer repaired the device.